Manufacturer narrative:
(B)(4). S/w unknown. Retainer ring = black. Customer returned pump for alleged cosmetic damage located at the back of the pump found on (B)(6) 2022 the pump was received with cracked case at corner of the belt clip rail, and cracked case at the battery tube side. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, pillowing keypad overlay, cracked keypad overlay at the select button and keypad overlay texture damage. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded firmware using crest. Pump failed to enter recovery mode preventing download of history files and traces using thus. Pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor and lcd flex cable. The motor had moisture damage. No corrosion or moisture damage found on the vibrator¿assembly or on the battery tube noted. The original pcba 2 was cleaned, installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and a critical pump error (open book image) alarm noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The original pcba 1 was cleaned, installed and swapped out with a working test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and no critical pump error (open book image) alarm noted. Critical pump error (open book image) alarm was confirmed due to corrosion on the pcba 2. Critical pump error (open book image) alarm and unable to download history files and traces using thus due to corrosion on the pcba 2. Cosmetic damage was confirmed at the back of the pump. Critical pump error (open book image) alarm was confirmed. Unable to download history files and traces using thus were confirmed.

Event description:
Information received by medtronic indicated that the insulin pump was crack and damaged. The location of damage was from bottom to the top located at the back. The type of damage was crack. Insulin pump had a critical pump error with open book image. No harm requiring medical intervention was reported. Troubleshooting was performed, the customer will discontinue the use of device.